Event description:
On (B)(6) 2015, a reporter for the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the patient¿s onetouch verio2 meter read inaccurately in comparison to his feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The reporter stated that ¿two months¿ prior to contacting lifescan the patient had obtained a result of ¿170mg/dl¿ which he felt was inaccurately high. The patient manages his diabetes with fixed doses of insulin and the reporter denied that he made any changes to his usual diabetes management routine in response to the alleged issue. The reporter stated that an unknown time before the inaccuracy the patient had developed a symptom of feeling ¿weak¿ and self-treated with food or drink. During troubleshooting the cca noted that the meter was set to the correct unit of measure however when a control solution test was performed the results were out-with the stated range. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not report developing symptoms that meet lifescan¿s criteria of severe hypoglycemia or hyperglycemia, nor receive any medical intervention for either of these conditions. In addition there is no evidence that the subject meter malfunctioned.